Manufacturer narrative:
This is a report of air in line due to a use error where the patient did not make a secure connection between the patient line and the luer transfer set resulting in a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line disconnected from a luer transfer set during peritoneal dialysis therapy, resulting in air in the patient line. The event occurred during drain three of five while the patient was not connected. The renal therapy service agent advised the patient to end therapy and start over with new supplies. Product surveillance called the care giver regarding the reported event. The care giver clarified that the patient had not fully connected the transfer set to the patient line, which caused the disconnection. The patient had been taken to their clinic where their transfer set was replaced, and they were put on an antibiotic as a precaution. The patient had been able to successfully complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.